Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿,1 tube exhibited closure separation and damaged cap where the shield was separated from the stopper. There was no health impact or consequences reported.

Event description:
It was reported while using bd vacutainer® sst¿,1 tube exhibited closure separation and damaged cap where the shield was separated from the stopper. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. The complaint was evaluated for defective stoppers based on the complaint description. A total of 30 retained samples were visually inspected for stopper defects, and none of the samples failed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for molding defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.